Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the patient experienced cardiac tamponade due to cardiac perforation. The cardiac tamponade was successfully managed by performing pericardial drainage using a pericardiocentesis kit. It was also reported that the deflection of the leadless ipg delivery system (ds) did not produce the same curve as usual. The leadless ipg was attempted not used. No further patient complications have been reported as a result of this event.